Event description:
Patient has a history of recurrent instability following a revised right total hip arthroplasty. Patient has had multiple prior failed surgeries and abductor insufficiency. She most recently underwent a revision (total hip arthroplasty) tha with a constrained liner by a physician in 2003. Another physician states she slipped and fell late in the summer of 2010 and presented to an outside hospital with a dislocated right tha.